Event description:
Meter name: one touch ultra, strip name: one touch ultra teststrips, meter code: 37, strip code: 37, strip storage: unk, symptoms: irregular heartbeat. A pt reported they had an insulin reaction and were taken to the hosp. Their meter allegedly was inaccurately high. The result on their meter was 399 mg/dl. The result at the hosp was 101 mg/dl. The time difference between pt's meter and hosp was less than or equal to 10 mins. Pt also mentioned first reading at hosp was 38 mg/dl. (No comparison reported with this specific test.) Treatment was unk. No further info has been reported.